Event description:
Date of event is unk. On dec 1, 2008, boston scientific corporation was informed that during a procedure, the clip was able to be positioned, but it could not be released. This issue occurred with two resolution clip devices. Note: this is the second of two devices, please refer to MFR # 3005099803-2008-07430 for related report.

Manufacturer narrative:
The suspect device has been disposed. A device evaluation will not be performed; therefore, the cause of the reported event is undetermined.